Event description:
It was reported that during a da vinci surgical procedure the customer experienced system error code #20013. The pt was under anesthesia and port incisions had been created when the surgeon made the decision to abort the planned surgical procedure and reschedule to a later date. Additional info provided by the distribution rep on sept 24, 2005 reported that the pt underwent surgery with the da vinci surgical system. The surgical procedure was completed and the pt is reported to be doing well.

Manufacturer narrative:
The investigation conducted by field service engineering found system error code #20013 in the system error logs as well as system error code #21013 and determined that both error codes were associated with a pt side manipulator (psm). The psm is an instrument arm located on the pt side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error codes #20013 and #21013 appear when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system, puts da vinci in a "nonrecoverable safe state". The psm was returned to isi for failure analysis investigation. Engineering concluded that an axis potentiometer had malfunctioned, thus generating the system error experienced by the customer. As of sept 24, 2009, there have been no reported recurrences of the issue at this hospital.